Manufacturer narrative:
Final analysis found physical damage to the outer housing of the merlin@home transmitter in the form of a hole being melted through the front housing.

Event description:
This report is to advise of an event observed during analysis.